Manufacturer narrative:
No device returned for testing. Insufficient information provided. Due to the lot number or item number being provided, investigation cannot be initiated. No investigation completed due to insufficient information.

Event description:
End user reports that syringes purchased from amazon are burred/forked and some are completely blocked.